Manufacturer narrative:
A ge representative evaluated the system and replaced the brake handle. System operates as intended.

Event description:
Customer reported a broken brake handle. No pt injury was reported.